Manufacturer narrative:
The patient's 2018 driveline damage was reported under MFR # 2916596-2021-05286. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller exchange because their old system controller had wire wear at the bend reliefs and would not connect to the power module (pm) so data was not able to be obtained. It was noted that the patient's driveline had some wires showing in the 2018, but rescue tape had maintained the driveline without alarms until now. After the system controller was exchanged, the patient started having driveline fault alarms, but it was noted in the log file from the new system controller that the driveline fault alarm did not return and the driveline data had returned to normal. Thus, it was concluded that the new system controller was the cause of the driveline fault alarm and not an actual driveline issue. Related manufacturer's reference number for old system controller:

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarm was confirmed via the log files review. The log files spanned approximately 1 days (B)(6) 2014, (B)(6) 2015, (B)(6) 2018, and (B)(6) 2020 from 11:14 to 14:15 per the timestamp). Driveline fault alarm activated on (B)(6) 2021 at 11:00 due to phase 2 being lower than phase 1 and phase 3. The alarm remained active for the rest of log file, and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm2 system controller, serial (B)(6), was not returned for analysis. Per provided information, the controller was replaced resolving the issue. The controller will not be returned for evaluation. Similar events have been identified related to driveline fault alarms associated with the sensitivity of the driveline fault algorithm; this issue has been addressed via corrective action. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event appears to be related to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use ¿alarms and troubleshooting¿ and heartmate ii patient handbook ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline fault alarm. No further information provided. The manufacturer is closing the file on this event.